Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a change sensor anomaly. The customer's mother reported of a change sensor alert. The sensor was in use for 3 days. The sensor glucose versus blood glucose began on the first night. There was a difference of 5 mmol/l. On the third day, there was a difference of 8 mmol/l. The pump suspended insulin delivery according to sensor glucose values. The change sensor alert occurred.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.